Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has power issue. The unit won¿t come on with ac or battery power and the batteries are not charging. There was no patient harm.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) has power issue. The unit won¿t come on with ac or battery power and the batteries are not charging.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) investigated the customer's complaint with power issues. Fse had the customer check if the cart was disengaged from the rescue unit prior before scheduled call. The customer had reengaged the cart the with rescue unit and the cardiosave began to charge. The device was fully charged before fse started evaluation for the cardiosave. With reviewing the logs, found no major fault codes or failures. Functional tested without any further failures or issues. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications. Released to customer and cleared for use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has power issue. The unit won¿t come on with ac or battery power and the batteries are not charging. There was no patient involved.